Event description:
As reported by an affiliate, the hub of a 3.5 x 13mm cypher select + was cracked and the stent could not be deployed. The procedure was completed with another similar product. There were no reported adverse events. No additional information was provided by the reporter.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.